Event description:
It was reported that after completing a ptca/stent procedure, it was noted that the distal tip of the guide wire was separated. Attempts to remove the fragment wre unsuccessful. The fragment remains in the patient. The patient was reported in stable condition and was discharged the following day.